Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2007 the patient underwent the following surgeries: 1. L4-5 extraforaminal facetectomy, foraminotomy, discectomy and nerve root decompression, 2. L4-5 posterior lumbar interbody fusion, 3. L4-5 posterior non-segmental instrumentation with encompass implants from spinal concepts, 4. Placement of machined biomechanical disk replacement and fusion allograft, cage and bone morphogenic protein sponges l4-5, 5. Posterior spinal fusion l4-5 with intertransverse process and facet fusion, 6. Autogenous iliac crest bone marrow aspiration and local bone graft to treat the following pre-op diagnosis: lumbar spondylolisthesis and spinal stenosis l4-5. Op-notes: jamshidi needles were used to make a puncture hole in the posterior iliac crest, aspirating out 15cc of bone marrow aspirate used to soak and rehydrate the crushed cortical cancellous allograft used for the fusion along with the local bone graft. This was impacted into the disk space after the end-plates were prepared for the fusion at the interspace. Bone graft, bone morphogenic protein sponges and a disk replacement fusion allograft cage 11 x 11 x 24 mm was impacted into position to maintain our disk space height and alignment. After placement of the fusion in the interbody space, a high speed bur was used to make an entry portal for the pedicle screws at l4-5 on the left side followed by a pedicle probe, tap and a feeler. Using fluoroscopic guidance and palpation to the pedicle screw holes, no breech of the pedicle was noted. The screws were then placed with excellent purchase and alignment and connected with the to-loading bar and set screws in compression across the interspace. The surgeon did direct electromyogram current testing on the pedicle screws prior to connecting them with the bar and found no breech of the pedicle noted. This wound was copiously irrigated and suctioned dry. On the right side, the same exposure was done and a facetectomy was done for fusion, as well as the I ntertransverse process fusion bed drilled and the bone graft and a bone morphogenic protein sponge placed in their for augmenting the fusion on the right side. No decompression on the right-side. Again, electromyogram current testing along the pedicle screws after they were placed showed no breech of the pedicle. Direct palpation of the pedicle screw holes had no breach and fluoroscopic guidance was used throughout. This site was also compressed and final tightening done. Additional bone graft placed in the intertransverse process and facet fusion bed. Wounds were copiously irrigated and suctioned dry. Final x-rays were taken. The patient tolerated the procedure well. There were no complications. She was brought to the recovery room in stable condition.

Event description:
It was reported that the patient underwent a fusion procedure at l4 to l5 using rhbmp-2/acs on (B)(6) 2007. Patient's post-operative period was marked by increasingly severe low back pain, with radiating pain and weakness into her lower extremities. CT study conducted on (B)(6) 2007 revealed disc bulging and posterior hypertrophic spurring compressing neural foramen at the level of the infuse surgery. The nature of patient¿s injuries necessitated a (B)(6) 2007 revision surgery, where they removed bone formation impinging neural elements. Currently, patient continues to experience severe pain that radiates into the lower extremities.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.